Manufacturer narrative:
The customer performed the repairs on the unit and the unit is back in clinical service at this time.

Event description:
It was reported that while supporting a patient on the cs300 intra-aortic balloon pump (iabp), the pressure bag exploded, drenching the console with saline causing a catastrophic cease in pumping with a maintenance code #50. The unit was swapped out without incident and the original console was sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The full name of the event site. Not returned to manufacturer.

Event description:
It was reported that while supporting a patient on the cs300 intra-aortic balloon pump (iabp), the pressure bag exploded, drenching the console with saline causing a catastrophic cease in pumping with a maintenance code #50. The unit was swapped out without incident and the original console was sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.